Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and experienced abdominal pain as a result. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with neisseria mucosa in the culture and a wbc count of 1642/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. It was explained the patient did not wear a mask during pd setup and treatments. The pdrn stated the patient was not hospitalized for this event and prescribed intraperitoneal ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event as they remain asymptomatic with clear peritoneal effluent fluid. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product or device. The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and experienced abdominal pain as a result. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with neisseria mucosa in the culture and a wbc count of 1642/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. It was explained the patient did not wear a mask during pd setup and treatments. The pdrn stated the patient was not hospitalized for this event and prescribed intraperitoneal ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event as they remain asymptomatic with clear peritoneal effluent fluid. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product or device. The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. It is well known the transmission of peritonitis causing pathogens is largely the result of nonadherence to asepsis during pd therapy. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human respiratory tract. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event.